Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of no audio. The unit was triaged and the reported condition was confirmed. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer returned their enteral feeding pump to a covidien service center. During triage on (B)(6), the technician discovered that the unit had no audio.